Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple prime (loss of prime) issues. The reporter stated that the patient's blood glucose (bg) dropped to 40mg/dl with unsteadiness when standing and blurred vision. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: the bb shows loss of prime warning associated with a low non-zero and zero force leading to delivery interruptions on (B)(6) 2016. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. The complaint was verified in the history but could not be duplicated during testing. The audio bolus button cover is missing on the pump. Unable to complete a 10u audio bolus due to missing cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)